Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally,it was reported that the pump received a power source alert and the battery was depleting quickly. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. There was no adverse impact to the customers blood glucose level.

Manufacturer narrative:
B3, b5, h6- add 1503, h6- remove 2892.

Event description:
It was reported that intermittently the pump battery was depleting quickly resulting in the pump shutting off. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. There was no adverse impact to the customers blood glucose level.